Event description:
The pt had experienced pain in his back, spasms and complained of feeling a "little stiff". The catheter, which was broken approx 1.5cm from the v-wing anchor, was replaced. The pt was reported to be doing fine. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
Catheter.